Event description:
The pt was admitted in the emergency room (ER) for dka (diabetic ketoacidosis). The pt was set up on the secondary mode of the pump to receive insulin at roughly 10ml/hour with 100ml volume to be infused (vtbi). The nurse who was checking on the pt, the nurses check on patients roughly every 15 minutes, noticed the pump had switched to the primary mode which was set up at roughly 100ml/hour with 1000ml vtbi. The pt's blood sugar had dropped to less than 50. A bolus of 50% dextrose in water (d50w) was given to the patient. The pt stabilized and was discharged within 24 hours after the incident.

Manufacturer narrative:
The device has not yet been received for evaluation. If the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.